Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an alarm and displayed "exhalation volume precision is possibly abnormal". It was reported that ventilation continued; however, the alarm history recorded a ventilation stop and ventilator inoperable codes were recorded. It was reported that the error log could not be downloaded. The patient was transferred to an alternate ventilator and there was no harm to the patient.

Manufacturer narrative:
A service engineer (se) inspected the device and found in the logs that an error had occurred. However, the unit was found to be operating normally. As a precaution, the se replaced the proportional (psol) board. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an alarm and displayed "exhalation volume precision is possibly abnormal". It was reported that ventilation continued and that an occlusion alarm had gone off which was resolved with the alarm cancellation key. It was reported that the ventilator safety valve opened and the alarm history recorded a ventilation stop and ventilator inoperable codes were recorded. It was reported that the error log could not be downloaded. The patient was transferred to an alternate ventilator and there was no harm to the patient.

Manufacturer narrative:
Correction: updated per additional information received. Per received information, the device evaluation summary also needed to be updated: a service engineer (se) inspected the device and found in the logs that an error had occurred. However, the unit was found to be operating normally. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an alarm and displayed "exhalation volume precision is possibly abnormal". It was reported that ventilation continued; however, the alarm history recorded a ventilation stop and ventilator inoperable codes were recorded. It was reported that the error log could not be downloaded. The patient was transferred to an alternate ventilator and there was no harm to the patient.